Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During visual inspection a puncture on the crimp balloon bond was observed over the triple marker bands. Deep scratches were observed on the crimp balloon material near the puncture. The device was unable to be de-aired, as a leak was observed at the crimp balloon portion over the triple marker bands. No applicable dimensional inspection could be performed due to the nature of the failure mode (damage/balloon leakage). During the manufacturing process, the delivery system undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The complaint of balloon leakage was confirmed. At this time, a definite root cause could not be determined, however, it is unlikely that the delivery system left the manufacturing site with a puncture on the balloon, as all devices are 100% leak tested. According to the cer, ¿there were no sharp objects used prepping the balloon.¿ possible steps during the procedure that would cause damage on the crimp balloon are: 1) during the removal of the proximal balloon cover and 2) handling the stylet or handling other tools in close proximity. No manufacturing non-conformities or IFU/training inadequacies were identified. The root cause of the complaint could not be determined. Review of complaint history for november 2015 revealed that the occurrence rate did not exceed the control limit for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during prep for a transfemoral tavr procedure, a pinhole leak was discovered on the delivery system balloon. Initially, upon pulling back on the large syringe to prep the delivery balloon "an unusual amount of air" was noticed going back into the syringe. The excess air was removed from the syringe only to have air repeatedly drawn back into the syringe upon further prep. There were no noticeable defects viewed in the balloon, the 60cc syringe was exchanged for another 60cc syringe. The air leakage was again noticed, and the 3 way stopcock was changed out. The problem still persisted. Contrast solution was injected into the balloon and no obvious leaks were noted upon filling the balloon 30%, however, when the balloon was injected with 50-60% more contrast, a pinhole leak/spray was observed. The delivery system was removed from the table and another system was used in its place. There were no sharp objects used prepping the balloon, and the peel away balloon cover was removed without issue. No obvious reasons for the pinhole were found.